Manufacturer narrative:
Returned product review summary: the product was returned back on (B)(6) 2016 a review of the device history record of the involved product/lot 201604015 confirmed that there was not any anomaly during the manufacturing procedures. Three retained samples from the same lot were analyzed about the leakage and there was no abnormality. The actual sample was returned to the manufacturing facility for evaluation. Connected the syringe with the band and 15ml air was injected into the balloon and the balloon deflated quickly. The leakage position was ascertained through slowly injection water into the balloon, specifically, 1cm distance from the sealed balloon and extension tubing, in analysis record. After the leakage position had been located, the maintaining records, service records and special procedure records of product for the sealing machine were checked and the results were fine. Relaxation property after the balloon was manufactured was traced. The test standard for relaxation property is listed following. Injection 0.5atm air to the balloon for 30min and the decreased pressure should less than 0.06atm. The records showed that the analysis data were fine for lot#201604015. The raw material and product scrap records were also inspected and conformity with the manufacture records which excluded the defected products. The relevant records met product requirement and this case is identified as isolated one.

Event description:
After completing a radial access heart cath the rt (B)(6) applied the band and inflated the balloon to 17 mls. The patient was taken to the recovery floor and just prior to the first deflation, the balloon deflated completely causing a bleed. A new band was deployed and hemostasis was achieved.

Event description:
After completing a radial access heart cath, the rt applied the band and inflated the balloon to 17 mls. The patient was taken to the recovery floor and just prior to the first deflation, the balloon deflated completely causing a bleed. A new band was deployed and hemostasis was achieved.